Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 10:32:31. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.